Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; during a procedure, the device did not fire and the handles could not be squeezed. The trigger of the device broke off but did not fall into the patient. The no reinforcement material was in use with the device at the time of the issue. There was no injury to the patient.